Event description:
The account alleges the hilow collapsed frightening the pt, family and caregivers. The pt was not injured. The account could not duplicated the issue.

Manufacturer narrative:
The tech performed the investigation and the account stated the hilow of the unit dropped from the highest position to the lowest and no injury was reported. The tech inspected the bed and tested all function and the bed is functioning as designed.